Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred while harvesting the first proglide device. The sutures of two other proglide devices were successfully preplaced at the rcfa prior to the aaa. The sheath was upsized to a 12f and the aaa was completed. The preplaced sutures were used after the aaa to achieve hemostasis at the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.